Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient had first surgery and experienced pain and mesh erosion through vaginal wall. It was also reported that the mesh was mesh put back and the vagina re-stitched. It was also reported that some mesh was removed and the patient still had pain and incontinence. It was also reported that the patient had surgery to lift via keyhole. It was also reported the patient experienced pain during intercourse and sharp pain.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent.